Event description:
Immediate implant placed #8 with "prf". Implant still loose. Dr. Did several red light sessions but still didn't take. Pt. Did have immediate temp. We have since stopped doing temps, seems to put load on implants. Biomechanical overload. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).